Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing low blood glucose levels of 44 mg/dl. The customer treated himself with ice cream, peanuts and candy. The customer stated that he had been experiencing blood glucose fluctuation for several hours. Troubleshooting was done. Advised customer to speak with their healthcare provider regarding low blood glucose levels and to monitor the insulin pump. Advised to call back if any issues persisted. Nothing further reported.